Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure, on (B)(6) 2021. More than a year after the spaceoar placement the patient presented with hematuria and also had a finding of bladder stones. When the patient was treated for the stone removal, a gel-like substance was found within the stone. The images were checked retrospectively, and on (B)(6) 2021, the images were already showing a stone-like appearance. In the physician assessment, it was suspected the gel-like substance wrapped in the stone was spaceoar and that the hydrogel might not have been hydrolyzed as it was wrapped in the stone. Boston scientific corporation has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Device code a04 is being used to capture the reportable event of gel lasts too long. Block h10: the returned material was analyzed, and the reported event could not be confirmed. One petri dish was returned to cis for analysis. The petri dish contained multiple small spots of solid matter stuck to the walls and floor of the dish. Initial visual inspection of solid matter with a microscope identified that each piece contained multiple types of material. Indicated by the variety of colors (brown + gray/white), and surface textures. To characterize the material and confirm or deny the presence of spaceoar, fourier transform infrared (ftir) analysis within boston scientific's research and development (r&d) materials laboratory was attempted with support from r&d engineer and fellow. The first ftir test method attempted per r&d fellow recommendation was to submerge the 2 largest pieces of the solid material in a small amount of deionized water (just enough to fully submerge solids within a pointed test tube) to allow the material to dissolve into the deionized water. The liquid could then be tested using ftir accessories that perform material analysis on liquid contained within a disposable slide. During test execution, the 2 largest pieces of solid material placed in a pointed test tube, submerged in approximately 0.3 milliliters (ml) of deionized water, and left to sit for 1 week. After 1 week, the test tube was visually inspected, and it was observed that the 2 pieces of material had absorbed all the water and grew in size. After discussion with r&d, it was decided to proceed with the original test plan by adding an additional approximately 0.9 ml of deionized water to again submerge the now larger pieces of material, and the test tube was again left untouched for 1 week. After 1 week, the test tube was again visually inspected, and it was observed that the 2 pieces of material remained submerged in liquid. A pipet was used to extract the liquid from the test tube and fill 3 disposable ftir slides. All 3 samples of the liquid were tested by the r&d fellow and compared to a control sample of deionized water. The results were inconclusive, the resulting ftir spectrum could not confirm or deny the presence of spaceoar material. Next, the test methods were reevaluated, and it was determined that the appropriate next steps would be to visually inspect the material that absorbed the water and attempt to perform ftir analysis directly to the material now that it had grown. During visual inspection, it was observed that the brown portion of the returned material was the only part that absorbed the water and grew, while the white/gray portion seemed to remain the same size. The brown portion that absorbed the water was gently poked, and it was observed that it now had a soft, flexible, gel-like consistency. When the gel-like material was tested directly with ftir, it presented an absorbance peak consistent with what would be expected for polyethylene glycol (peg), a key ingredient in spaceoar. The ftir results were also compared to an ftir reading for a sample of known spaceoar gel (obtained internally). The results were not perfectly aligned, but the peaks of interests were closely aligned at similar wavelengths. Per r&d fellow assessment, the ftir results indicated that spaceoar gel is likely present, but not definitively. Based on a review of all available information, the investigation conclusion code selected is unintended use error caused or contributed to event, which indicates "the interaction between the user and device, or sample, caused or contributed to the error." A review of the manufacturing documentation confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A search of the complaint database confirmed that there were no additional complaints related to gel misplacement by the physician responsible for this event. Block h11: "block b5 incident narrative has been corrected."

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure, on (B)(6) 2021. The procedure was performed under local anesthesia. More than a year after the spaceoar placement the patient presented with hematuria and also had a finding of bladder stones. When the patient was treated for the stone removal, a gel-like substance was found within the stone. The images were checked retrospectively, and on (B)(6) 2021, the images were already showing a stone-like appearance. In the physician assessment, it was suspected the gel-like substance wrapped in the stone was spaceoar and that the hydrogel might not have been hydrolyzed as it was wrapped in the stone. The patient received external beam radiation therapy.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure, on (B)(6) 2021. More than a year after the spaceoar placement the patient presented with hematuria and also had a finding of bladder stones. When the patient was treated for the stone removal, a gel-like substance was found within the stone. The images were checked retrospectively, and on (B)(6) 2021, the images were already showing a stone-like appearance. In the physician assessment, it was suspected the gel-like substance wrapped in the stone was spaceoar and that the hydrogel might not have been hydrolyzed as it was wrapped in the stone. Boston scientific corporation has been unable to obtain additional details, despite good faith efforts (gfes). Boston scientific became aware of the article: bladder stone formation around polyethylene glycol after use of spaceoar hydrogel by tanaka, et al. It was reported that there were no intraoperative or postoperative complications related to the spaceoar placement, the hydrogel placement was confirmed through MRI two weeks after the procedure. A computerized tomography (CT) scan was also performed two weeks after placement, and it was noticed that a calcification had formed around the low-density material. However, at that point nobody noticed it. Since the patient complained about macrohematuria after 14 months of the placement a cystoscopy and CT were conducted, as it showed a bladder stone, transurethral lithotripsy by holmium laser was performed. Although the surroundings of the material had a usual hardnesses similar to a calcium stone, the procedure was continued, and it was identified a gel-like material inside the stone.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Device code a04 is being used to capture the reportable event of gel lasts too long. Block h10: the returned material was analyzed, and the reported event could not be confirmed. One petri dish was returned to cis for analysis. The petri dish contained multiple small spots of solid matter stuck to the walls and floor of the dish. Initial visual inspection of solid matter with a microscope identified that each piece contained multiple types of material. Indicated by the variety of colors (brown + gray/white), and surface textures. To characterize the material and confirm or deny the presence of spaceoar, fourier transform infrared (ftir) analysis within boston scientific's research and development (r&d) materials laboratory was attempted with support from r&d engineer and fellow. The first ftir test method attempted per r&d fellow recommendation was to submerge the 2 largest pieces of the solid material in a small amount of deionized water (just enough to fully submerge solids within a pointed test tube) to allow the material to dissolve into the deionized water. The liquid could then be tested using ftir accessories that perform material analysis on liquid contained within a disposable slide. During test execution, the 2 largest pieces of solid material placed in a pointed test tube, submerged in approximately 0.3 milliliters (ml) of deionized water, and left to sit for 1 week. After 1 week, the test tube was visually inspected, and it was observed that the 2 pieces of material had absorbed all the water and grew in size. After discussion with r&d, it was decided to proceed with the original test plan by adding an additional approximately 0.9 ml of deionized water to again submerge the now larger pieces of material, and the test tube was again left untouched for 1 week. After 1 week, the test tube was again visually inspected, and it was observed that the 2 pieces of material remained submerged in liquid. A pipet was used to extract the liquid from the test tube and fill 3 disposable ftir slides. All 3 samples of the liquid were tested by the r&d fellow and compared to a control sample of deionized water. The results were inconclusive, the resulting ftir spectrum could not confirm or deny the presence of spaceoar material. Next, the test methods were reevaluated, and it was determined that the appropriate next steps would be to visually inspect the material that absorbed the water and attempt to perform ftir analysis directly to the material now that it had grown. During visual inspection, it was observed that the brown portion of the returned material was the only part that absorbed the water and grew, while the white/gray portion seemed to remain the same size. The brown portion that absorbed the water was gently poked, and it was observed that it now had a soft, flexible, gel-like consistency. When the gel-like material was tested directly with ftir, it presented an absorbance peak consistent with what would be expected for polyethylene glycol (peg), a key ingredient in spaceoar. The ftir results were also compared to an ftir reading for a sample of known spaceoar gel (obtained internally). The results were not perfectly aligned, but the peaks of interests were closely aligned at similar wavelengths. Per r&d fellow assessment, the ftir results indicated that spaceoar gel is likely present, but not definitively. Based on a review of all available information, the investigation conclusion code selected is unintended use error caused or contributed to event, which indicates "the interaction between the user and device, or sample, caused or contributed to the error." A review of the manufacturing documentation confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A search of the complaint database confirmed that there were no additional complaints related to gel misplacement by the physician responsible for this event. Block h10: tanaka, g., tsuboi, I., mitani, k., yoshioka, s., yokoyama, s., kobayashi, y., nakajima, h., nagami, t., ogawa, k., & wada, k. (2023). Bladder stone formation around polyethylene glycol after use of spaceoar hydrogel. Iju case reports, 6(6), 353-356. Https://doi.org/10.1002/iju5.12621.